Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pse45a device was returned in good visual condition and with one ecr45g cartridge loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. Event could not be confirmed as the device closed and opened without any difficulties noted. The manual override worked as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure the surgeon fired the device and handed it to the tech to reload. They device would not open, they tried the manual over ride and it would not reverse and open the device. The device had been fired and was no longer on tissue at the time it would not open. It is unknown what firing and what color reload they had been using. No other information was available for the rep. There was no patient consequence reported.